Event description:
A break in the retention dome during traction removal. The indwell time was unk.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed. Upon receipt a semi-circular break in the retention dome was observed. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. However, the exact mechanism of damage is undetermined at this time. Mating the broken retention dome to the feeding tube showed a close match. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process. A chr is not possible, as no mfg lot number info has been provided by the complainant.